Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon receiving the replacement pump, the customer attempted to reload a previously used cartridge and received a minimum fill message. Reportedly, the customer was unable to provide the amount of insulin that was remaining in the cartridge. The customer filled a new cartridge approximately 250 units and completed the load sequence. Subsequently, the customer received a cartridge alarm 19 during the load process. The customer completed the load sequence with a new cartridge and resumed insulin delivery. The customer's blood glucose level was 166 mg/dl.